Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In addition, per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. According to literature review, and as documented in a edwards lifesciences clinical technical summary for complaints atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case the exact cause of the event could not be confirmed; however patient (bulky native annular calcification and severe mac) and procedural factors (high pre-deployment positioning and rapid deployment sequence) could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The v-fib event was noted post rapid pacing and was likely related to rapid ventricular pacing performed for valve deployment. This resolved with defibrillation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during a transfemoral tavr procedure, on valve deployment it appeared the valve moved approximately 4 mm aortic, with a final deployment position of 95:5 aortic. During bav it was noted that there was a lot of cardiac motion and the surgical team elected to do a positioning angio using pacing at 200 bpm; the sapien valve at that time was in a 40:60 position. During the deployment run the valve was noted to be in a 60:40 ventricular position, the team went ahead and deployed the valve and did not readjust the valve position. During the inflation it appeared the valve moved approximately 4mm aortic, with a final deployment position of 95:5 aortic. A severe paravalvular leak (pvl) at the location of the 3 native valve nadirs was noted. A post-dilatation was performed with no improvement in the paravalvular leak. Following post-dilatation and termination of pacing v-fib was noted and the patient was shocked back into his paced rhythm. The surgical team elected to place a second sapien valve. The patient remained stable throughout the entire process. The second valve was placed with 50% overlap of the first valve and the final echo revealed trace pvl. All delivery devices were removed, the patient's access site was closed and he was sent to the ICU in stable condition. In a post operative discussion the perceived cause of the ventricular placement was determined to be the high pre-deployment position of the valve, proceeding rapidly through the deployment sequence, and severe mitral annular calcification (mac). Additional information noted there was severe native valve/leaflet calcification, mild aortic root calcification, and severe mitral annular calcification (mac). The patient had no septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.